Event description:
During a ptca/stenting treatment procedure, the surpass 30/2.0mm perfusion balloon ruptured at 6 atms on the initial inflation. The lesion being treated was a 90% stenotic lesion in the proximal left circumflex (lcx) coronary artery. The physician used a traverse guidewire and a 6f sherpa jc3.5 guide catheter to cross the lesion. The surpass balloon was being used to post-dilate a cypher 2.5/18 mm stent. The surpass balloon was removed and replaced with another surpass balloon to successfully complete the procedure. No patient injuries or complications were reported.